Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed that the outer threads and hex are damaged. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The likely cause for damaged threads is due to cross-threading. The cross threading can often occur due to misalignment of the screw head on the extender sleeve.

Event description:
It was reported that during surgery, the inner hex of the closure top stripped while final tightening. There was no reported patient harm or impact on surgery.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during surgery, the inner hex of the closure top stripped while final tightening. There was no reported patient harm or impact on surgery.